Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was observed after the reset. Caller was advised to continue using the pump and to contact support again if any malfunction code occurs.